Event description:
It was reported that the customer received excessive no delivery alarms. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.